Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 08/24/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the product was received in a shunt box and it was disinfected according to procedure wv0491. The shunt was inspected by a qualified final inspection operator using a microscope with 12x magnification. It can be seen that two sutures were tied around the tube. One of the sutures cut the tube. The complaint can be confirmed. Based on the received return sample, a product or process deficiency cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the shunt was inserted and removed in the initial surgery. If explanted, give date: not applicable, as the shunt was inserted and removed in the initial surgery. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported baerveldt shunt was partially implanted and then removed when the doctor noted the shunt had blockage. The procedure completed using another shunt. There was no medical intervention required. Patient outcome was reported as fine. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.